Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified. In addition, a different symptom was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was in a bike crash while connected to the pump, and the touchscreen is now shattered and no longer functional. Customer had elevated blood glucose levels (400 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. It was indicated that the customer has back up injections for continued insulin therapy.